Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and cracked lcd window.

Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.